Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impaction cap broke. Tha procedure.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke. Device evaluation and results: visual inspection confirmed that the device's body fractured in half at the pin/button interface. Device history review: review of device history records indicate 59 devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: review of complaints for p/n (B)(4). L/n 45021215 show six (6) other complaints related to the failure in this investigation. The prs are 1265820, 1365402, 1491613, 1494308, 1722486 and 1700687. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The impaction cap broke. Tha procedure.